Event description:
It was reported that the unit was sent for maintenance but repair was needed for control bar issue; calibration issue; missing screws; missing e-ring; damaged machined head; corroded needle bearing need to be replaced. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter phone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified the following related repair: tech found possible corrosion on the needle bearing and reciprocation arm. They found that the device was missing the widthplate screws and an e-ring. Additionally, the machined head was damaged, the unit was out of calibration, and the position of the control bar was incorrect. Tech replaced the shaft bearings, sleeve bearings, machined head, pin, screws, e-ring, needle bearing, and reciprocation arm. Tech also re-calibrated the position of the control bar. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.